Event description:
The ICD had reached end of life after 12 months of implantation. The patient had a history of mi and cardiomyopathy, but had not received any radiation or MRI procedures during the rapid battery depletion timeframe. Attempts to charge the capacitors through manual capacitor maintenance and charge on demand were both unsuccessful. The last maximum charge time was greater than 28 seconds. At the physician's request, the device was explanted and replaced.